Event description:
A review of an article that conducted a retrospective review of 105 cases over 7 years (2017¿2024) to evaluate outcomes, efficiency, and training experiences was performed. A total of 105 children (58 boys, 47 girls) aged 2¿15 years underwent robotic-assisted procedures using the da vinci xi system. The article noted that during these dv surgeries, longer stays (5¿7 days) were necessary for patients undergoing nephrectomy or complex ureteral reconstructions, due to the need for temporary urinary stents or drains or in those developing surgical complications and needing reoperation. Postoperative factors, such as the need for intravenous antibiotic therapy or the presence of surgical drains, also contributed to prolonged hospitalization. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
No specific da vinci device malfunctions were reported, and the author did not allege that intuitive surgical, inc. (Isi) products caused or contributed to any adverse event. No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. Citation: esposito, c., et al. (2025). Seven years of pediatric robotic-assisted surgery: insights from 105 procedures. Journal of robotic surgery, 19, 157. Https://doi.org/10.1007/s11701-025-02257-w section d: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used. Section e: the event site is recorded based on the location of the first author's associated hospital. While the exact site is unknown, this designation is considered an appropriate substitution. Section e: since this article was identified during a literature review by isi, rather than reported by the site, the corresponding author is designated as the initial reporter of the event.